Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that this morning the patient had some pain in their back and they didn't feel stimulation. It was reviewed that the patient may have to increase at times to feel the sensation. The patient would try increasing stimulation and changing groups if needed. They were redirected to follow with their healthcare provider (hcp).